Event description:
Augmentation mammoplasty 14 hrs ago with silicone gel implants. Right implant intact when removed. Left implant ruptured but well incapsulated with scar tissue. No free silicone present.